Event description:
It was reported that prior to an unknown procedure, the handpiece did not pass the pre run test. They replaced the handpiece and problem was solved. No patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the instrument was received with the nose cone cracked and a loose mount. The hand piece was returned and was tested on a generator and was found to be functional. The hand piece was dis-assembled, a torn isolator acoustic and evidence of moisture ingress were found. Due to this condition, it may lead activation issues to occur.